Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with information to reset the pump, successfully resolved the issue, and was instructed to contact support again if the malfunction recurs. The customer was also advised to continue using the pump and use an alternate insulin method as needed.